Event description:
Subsequent information indicates that the product has been explanted and returned for analysis.

Event description:
Boston scientific received information that this implantable right ventricular lead and associated device displayed a high, out of range shock impedance measurement. Of note, the shock impedance measurements for this patient have been chronically high since implant. The patient was seen in clinic for follow up. A 1.1 joule and 41 joule shock were delivered to asses the integrity of the system. The shock impedance values were 89 ohms and 90 ohms, respectively. The lead will continued to be watched. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Seal ring marks in the df-1 plus lead barrel indicate possible under insertion. Seal ring marks in the df-1 minus lead barrel indicate full lead insertion. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.